Manufacturer narrative:
(B)(4). It was identified that this medical device report is a duplicate of manufacturer report 1423500-2010-04827.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice during therapy. The home patient (hp) was connected at the time of the alarm. There were no leaks noted and the hp did not disconnect prior to the alarm. All bags were properly spiked. The home patient discarded the set-up. The baxter technical service representative reviewed proper procedures per the user manual with the hp. No patient injury was reported. The problem was resolved over the phone and a swap of the device was not required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.